Event description:
The surgeon performed a partial knee arthroplasty using mako's robotic arm interface orthopedic system (rio) on (B)(6) 2011. After burring the femur, the checkpoint to verify accuracy of the burr was higher than acceptance criteria, and the surgeon noted the femoral peg holes were burred 3 mm from the desired located. Rio registration was recaptured to correct the error; the tibia was cut successfully to plan. The surgeon decided to correct the femoral post holes using the rio, and was satisfied with the final implant tracking.

Manufacturer narrative:
As part of normal complaint follow-up an evaluation was performed by mako surgical with regards to the robotic arm interactive orthopedic (rio). A shifted rio registration due to a bumped base array was the cause of the lateralization of the femoral peg holes. No further action is required because the makoplasty specialist (mps) present at the case properly identified and troubleshot the reported event, and the risk is properly identified in the makoplasty partial knee application user guide.